Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the retracta embolization coil was stuck at the junction of the tip of the catheter and would not advance through it. Furthermore, it was noted that the coil was stretched on the end of the end coil. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.